Manufacturer narrative:
72400024, 1000310539, balloon fgs 61-70 cm. 72404127, 1000315408, control pump fgs iz.

Event description:
It was reported that patient had an artificial urinary sphincter (aus) implanted on (B)(6) 2019. Patient was unable to urinate at all for 3 days. Physician scoped the patient and determined that he implanted too small of a device. The physician decided that he would like to remove the cuff and replace it with a larger cuff. The patient was brought to the or on saturday (B)(6) 2019. The patient was prepped and the physician decided to scope the patient. During the scope, the physician discovered an erosion into the urethra. All components were removed. An erosion was discovered. All components were removed. No information about the patient outcome is available at the moment.